Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian injury ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself") and device dislocation ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself / malposition of essure device- right coil was poking at right ovary") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2010, breast cyst excision in 2015, nulli gravida, nulliparous, anxiety disorder, irritable bowel syndrome and osteochondral defects. Concurrent conditions included underweight. Concomitant products included bupropion (bupropion sr) since 2002 for irritable bowel syndrome as well as drospirenone + ethinylestradiol (ocella). In (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced arthralgia ("my joints ached every night/joint pain / joint ache"), menstrual disorder ("debilitating periods / crippling periods/ suffering through the beginning stages of my period") and headache ("headaches / headaches").in 2011, the patient experienced tooth disorder ("dental issues / dental problem"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device- uterus"), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("cramping"), alopecia ("hair started growing back after removal"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal discomfort ("upset stomach"), migraine ("migraines") and pyrexia ("fevers"). In august 2015, the patient experienced bladder pain ("sharp pain on the inside at the very end of emptying my bladder"). On (B)(6)2015, the patient experienced the second episode of vaginal haemorrhage ("brown spotting since surgery"). In (B)(6)2015, the patient experienced incision site pain ("right by or below my left incision it hurts when I cough or laugh too hard"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required) with adnexa uteri pain, the third episode of vaginal haemorrhage ("spotting"), night sweats ("night sweats"), visual impairment ("vision issues"), vitamin d deficiency ("vitamin d deficiency"), mental disorder ("aggravated any psychiatric and/or psychological condition"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), night blindness ("vision/eye problems- trouble seeing at night"), eye pain ("some pain in both eyes"), back pain ("back pain"), abdominal pain ("tummy hurts"), stress fracture ("stress fracture on foot"), weight decreased ("lost some pound / lost 5 pounds after surgery"), weight gain poor ("I can't gain a pound since I got essure"), iron deficiency ("iron deficiency") and acne ("acne"). The patient was treated with surgery (hysterectomy removing uterus, both tubes, and right ovary) and surgery (hysterectomy removing uterus, both tubes, and right ovary). Essure was removed on (B)(6)2015. At the time of the report, the ovarian injury, device dislocation, arthralgia, menstrual disorder, alopecia, back pain and acne had resolved, the device expulsion, pelvic pain, abdominal pain lower, the last episode of vaginal haemorrhage, night sweats, headache, vitamin d deficiency, mental disorder, menorrhagia, dysmenorrhoea, abdominal discomfort, migraine, pyrexia, abdominal pain, incision site pain, stress fracture, bladder pain, weight decreased, weight gain poor and iron deficiency outcome was unknown and the tooth disorder, visual impairment, night blindness and eye pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, back pain, bladder pain, device dislocation, device expulsion, dysmenorrhoea, eye pain, headache, incision site pain, iron deficiency, menorrhagia, menstrual disorder, mental disorder, migraine, night blindness, night sweats, ovarian injury, pelvic pain, pyrexia, stress fracture, tooth disorder, visual impairment, vitamin d deficiency, weight decreased, weight gain poor, the first episode of vaginal haemorrhage, the second episode of vaginal haemorrhage and the third episode of vaginal haemorrhage to be related to essure. The reporter commented: mr- 9 coils in the uterine cavity on the right, and 2 coils on the left. On (B)(6)2016 - "my life has changed for the better immediately after my surgery". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Essure confirmation test on (B)(6)2011 (dye test) : both tubes were completely blocked most recent follow-up information incorporated above includes: on (B)(6)2018: social media report received. Updated as reported event for "menstrual disorder" and its outcome.added following events back pain , abdominal pain, incision site pain, stress fracture, bladder pain, vaginal haemorrhage, weight decreased, weight gain poor, iron deficiency, acne. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian injury ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself") and device dislocation ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2010, breast cyst excision in 2015, nulli gravida and nulliparous. Concurrent conditions included underweight. Concomitant products included bupropion (bupropion sr) in 2002 for irritable bowel syndrome. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced arthralgia ("my joints ached every night/joint pain"), menstrual disorder ("debilitating periods") and headache ("headaches"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required) with adnexa uteri pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting"), night sweats ("night sweats"), tooth disorder ("dental issues"), visual impairment ("vision issues"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair started growing back after removal") and mental disorder ("aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy removing uterus, both tubes, and right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian injury, device dislocation, arthralgia and alopecia had resolved and the pelvic pain, abdominal pain lower, menstrual disorder, vaginal haemorrhage, night sweats, headache, tooth disorder, visual impairment, vitamin d deficiency and mental disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, device dislocation, headache, menstrual disorder, mental disorder, night sweats, ovarian injury, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Essure confirmation test on (B)(6) 2011 (dye test). Most recent follow-up information incorporated above includes: on (B)(6) 2017: previously reported event ¿severe injuries¿ was deleted and replaced by new specific events: right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself), pelvic pain, joint pain, cramping, debilitating periods, spotting, night sweats, headaches, dental issues, vision issues, vitamin d deficiency, psychiatric condition aggravated and hair started to grow back after removal. Hysterectomy, salpingectomy and ovarian removal were performed (case upgraded to incident). Reporter, patient and product information updated, other relevant history, lab data, relevant tests were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian injury ('right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself') and device dislocation ('right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself / malposition of essure device- right coil was poking at right ovary') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst excision (left breast lumpectomy) in 2015, oral contraceptive from 1996 to 2010, nulli gravida, nulliparous, anxiety disorder, irritable bowel syndrome, osteochondral defects (osteochondroma of her left femur) and labia enlarged. Concurrent conditions included underweight, fibrocystic breast disease, breast mass, anemia, urinary frequency, uterine bleeding, paratubal cyst, libido decreased, mastalgia, vaginitis and vulvovaginitis. Concomitant products included bupropion hydrochloride (bupropion) since 2002 for irritable bowel syndrome as well as caffeine;paracetamol (excedrin tension headache), drospirenone + ethinylestradiol (ocella) and ibuprofen. In 2010, the patient experienced arthralgia ("my joints ached every night/joint pain / joint ache/ knees pain/ elbow pain/ hips pain") and menstrual disorder ("debilitating periods / crippling periods/ suffering through the beginning stages of my period"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced night sweats ("night sweats"), headache ("headaches / headaches"), tooth disorder ("dental issues / dental problem/ the dental issues began in 2011") and visual impairment ("vision issues"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device- uterus"), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("cramping"), alopecia ("hair started growing back after removal/ hair loss and inhibit regrowth"), vaginal bleeding ("abnormal bleeding (vaginal)"), abdominal discomfort ("upset stomach"), migraine ("migraines") and pyrexia ("fevers"). In (B)(6) 2015, the patient experienced dysuria ("sharp pain on the inside at the very end of emptying my bladder"). On (B)(6) 2015, the patient experienced the first episode of vaginal haemorrhage ("brown spotting since surgery"), 4 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced incision site pain ("right by or below my left incision it hurts when I cough or laugh too hard"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required) with adnexa uteri pain, the second episode of vaginal haemorrhage ("spotting"), mental disorder ("aggravated any psychiatric and/or psychological condition"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), night blindness ("vision/eye problems- trouble seeing at night"), eye pain ("some pain in both eyes"), back pain ("back pain"), abdominal pain ("tummy hurts/ its toughest when my tummy hurts"), stress fracture ("stress fracture on foot"), weight gain poor ("I can't gain a pound since I got essure"), iron deficiency ("iron deficiency"), acne ("acne"), perfume sensitivity ("allergiesto fragrances") and multiple allergies ("allergies to other ingredients in personal care") and was found to have weight decreased ("lost some pound / lost 5 pounds after surgery"). The patient was treated with surgery (hysterectomy removing uterus, both tubes, and right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian injury, device dislocation, device expulsion, pelvic pain, arthralgia, abdominal pain lower, menstrual disorder, the last episode of vaginal haemorrhage, night sweats, headache, vitamin d deficiency, alopecia, mental disorder, vaginal bleeding, menorrhagia, dysmenorrhoea, abdominal discomfort, migraine, pyrexia, back pain, abdominal pain, incision site pain, stress fracture, dysuria, weight decreased, weight gain poor, iron deficiency and acne had resolved, the tooth disorder, visual impairment, night blindness and eye pain had not resolved and the perfume sensitivity and multiple allergies outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, dysuria, eye pain, headache, incision site pain, iron deficiency, menorrhagia, menstrual disorder, mental disorder, migraine, multiple allergies, night blindness, night sweats, ovarian injury, pelvic pain, perfume sensitivity, pyrexia, stress fracture, tooth disorder, vaginal bleeding, visual impairment, vitamin d deficiency, weight decreased, weight gain poor, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: mr- 9 coils in the uterine cavity on the right, and 2 coils on the left. On (B)(6) 2016 - "my life has changed for the better immediately after my surgery". Pelvic pain secondary to the essure devices. There was no evidence of perforation of the essure devices on either side. Discrepancy noted in dates of insertion (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Essure confirmation test on (B)(6) 2011 (dye test) : both tubes were completely blocked on (B)(6) 2011: dye test was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, dysmenorrhea, abdominal pain, pelvic pain, menorrhagia, weight decreased, vitamin d deficiency. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. Event allergies to fragrances and other ingredients was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian injury ('right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself') and device dislocation ('right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself / malposition of essure device- right coil was poking at right ovary') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst excision (left breast lumpectomy) in 2015, oral contraceptive from 1996 to 2010, nulli gravida, nulliparous, anxiety disorder, irritable bowel syndrome, osteochondral defects (osteochondroma of her left femur) and labia enlarged. Concurrent conditions included underweight, fibrocystic breast disease, breast mass, anemia, urinary frequency, uterine bleeding, paratubal cyst, libido decreased, mastalgia, vaginitis and vulvovaginitis. Concomitant products included bupropion hydrochloride (bupropion) since 2002 for irritable bowel syndrome as well as caffeine;paracetamol (excedrin tension headache), drospirenone + ethinylestradiol (ocella) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced arthralgia ("my joints ached every night/joint pain / joint ache/ knees pain/ elbow pain/ hips pain") and menstrual disorder ("debilitating periods / crippling periods/ suffering through the beginning stages of my period"). In 2011, the patient experienced night sweats ("night sweats"), headache ("headaches / headaches"), tooth disorder ("dental issues / dental problem/ the dental issues began in 2011") and visual impairment ("vision issues"). In 2013, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device- uterus"), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("cramping"), alopecia ("hair started growing back after removal/ hair loss and inhibit regrowth"), vaginal bleeding ("abnormal bleeding (vaginal)"), abdominal discomfort ("upset stomach"), migraine ("migraines") and pyrexia ("fevers"). In (B)(6) 2015, the patient experienced dysuria ("sharp pain on the inside at the very end of emptying my bladder"). On (B)(6) 2015, the patient experienced the first episode of vaginal haemorrhage ("brown spotting since surgery"), 4 years 9 months after insertion of essure. In (B)(6) 2015, the patient experienced incision site pain ("right by or below my left incision it hurts when I cough or laugh too hard"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required) with adnexa uteri pain, the second episode of vaginal haemorrhage ("spotting"), mental disorder ("aggravated any psychiatric and/or psychological condition"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), night blindness ("vision/eye problems- trouble seeing at night"), eye pain ("some pain in both eyes"), back pain ("back pain"), abdominal pain ("tummy hurts/ its toughest when my tummy hurts"), stress fracture ("stress fracture on foot"), weight gain poor ("I can't gain a pound since I got essure"), iron deficiency ("iron deficiency"), acne ("acne"), perfume sensitivity ("allergies to fragrances") and multiple allergies ("allergies to other ingredients in personal care") and was found to have weight decreased ("lost some pound / lost 5 pounds after surgery"). The patient was treated with surgery (hysterectomy removing uterus, both tubes, and right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian injury, device dislocation, device expulsion, pelvic pain, arthralgia, abdominal pain lower, menstrual disorder, the last episode of vaginal haemorrhage, night sweats, headache, vitamin d deficiency, alopecia, mental disorder, vaginal bleeding, menorrhagia, dysmenorrhoea, abdominal discomfort, migraine, pyrexia, back pain, abdominal pain, incision site pain, stress fracture, dysuria, weight decreased, weight gain poor, iron deficiency and acne had resolved, the tooth disorder, visual impairment, night blindness and eye pain had not resolved and the perfume sensitivity and multiple allergies outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, dysuria, eye pain, headache, incision site pain, iron deficiency, menorrhagia, menstrual disorder, mental disorder, migraine, multiple allergies, night blindness, night sweats, ovarian injury, pelvic pain, perfume sensitivity, pyrexia, stress fracture, tooth disorder, vaginal bleeding, visual impairment, vitamin d deficiency, weight decreased, weight gain poor, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: mr- 9 coils in the uterine cavity on the right, and 2 coils on the left. On (B)(6) 2016 - "my life has changed for the better immediately after my surgery". Pelvic pain secondary to the essure devices. There was no evidence of perforation of the essure devices on either side. Discrepancy noted in dates of insertion (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Essure confirmation test on (B)(6) 2011 (dye test) : both tubes were completely blocked on (B)(6) 2011: dye test was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, dysmenorrhea, abdominal pain, pelvic pain, menorrhagia, weight decreased, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian injury ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself") and device dislocation ("right coil was poking at right ovary, and my ovary encased itself in veins trying to protect itself / malposition of essure device- right coil was poking at right ovary") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2010, breast cyst excision in 2015, nulli gravida, nulliparous, anxiety disorder, irritable bowel syndrome and osteochondral defects. Concurrent conditions included underweight. Concomitant products included bupropion (bupropion sr) since 2002 for irritable bowel syndrome as well as drospirenone + ethinylestradiol (ocella). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced arthralgia ("my joints ached every night/joint pain / joint ache"), menstrual disorder ("debilitating periods") and headache ("headaches / headaches"). In (B)(6) 2011, the patient experienced tooth disorder ("dental issues / dental problem"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("cramping"), alopecia ("hair started growing back after removal"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal discomfort ("upset stomach"), migraine ("migraines"), device expulsion ("migration of essure device- uterus") and pyrexia ("fevers"). On an unknown date, the patient experienced ovarian injury (seriousness criteria medically significant and intervention required) with adnexa uteri pain, the second episode of vaginal haemorrhage ("spotting"), night sweats ("night sweats"), visual impairment ("vision issues"), vitamin d deficiency ("vitamin d deficiency"), mental disorder ("aggravated any psychiatric and/or psychological condition"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), night blindness ("vision/eye problems- trouble seeing at night") and eye pain ("some pain in both eyes"). The patient was treated with surgery (hysterectomy removing uterus, both tubes, and right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian injury, device dislocation, arthralgia and alopecia had resolved, the pelvic pain, abdominal pain lower, menstrual disorder, the last episode of vaginal haemorrhage, night sweats, headache, vitamin d deficiency, mental disorder, menorrhagia, dysmenorrhoea, abdominal discomfort, migraine, device expulsion and pyrexia outcome was unknown and the tooth disorder, visual impairment, night blindness and eye pain had not resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, arthralgia, device dislocation, device expulsion, dysmenorrhoea, eye pain, headache, menorrhagia, menstrual disorder, mental disorder, migraine, night blindness, night sweats, ovarian injury, pelvic pain, pyrexia, tooth disorder, visual impairment, vitamin d deficiency, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: mr- 9 coils in the uterine cavity on the right, and 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Essure confirmation test on 07mar2011 (dye test) : both tubes were completely blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), upset stomach, migraines, migration of essure device- uterus; vision/eye problems- trouble seeing at night, some pain in both eyes, fevers", reporter added from pfs. On (B)(6) 2018: reporter, historical and concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.